Manufacturer narrative:
The customer was hospitalized for alleged low bgs and delivery anomaly-possible over delivery on (B)(6) 2025 (primary svn (B)(6)). On a related svn (B)(6) the customer alleged high bgs on (B)(6) 2025. On a related svn (B)(6) the customer alleged pump error 3, pump error 19 and pump error 53 on (B)(6) 2025. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. Delivery anomaly-possible over delivery not confirmed. On a related svn (B)(6), the pump history file lists data on (B)(6) 2025 to (B)(6) 2025. Unable to verify pump error 3, pump error 19 and pump error 53 on the event date 06-may-2025 in the pump history file due to no data available. However, the pump was monitored for 1 day. No pump error 3, pump error 19 and pump error 53 noted during testing. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, faded serial number label, scratched keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button and a small part of the retainer ring was chipped (partially broken off). Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. On the primary svn (B)(6), unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 10-aug-2025 listed on smartsolve due to insufficient data in the trace/history files. On the primary svn (B)(6), perform the history review 1 week prior to the event date 10-aug-2025 in the pump history file and found 1 low battery alert (104) on (B)(6) 2025 23:00:00.000, 2 lost sensor alerts on (B)(6) 2025, and 3 lost sensor alerts on (B)(6) 2025. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2025 7:53:00 am. There was no power data available for the date of (B)(6) 2025. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. The pump history file lists data on (B)(6) 2025 to (B)(6) 2025. On a related svn (B)(6), unable to perform the history review 2 days prior to the event date 04-may-2025 in the pump history file due to no data available. On a related svn (B)(6), unable to perform the history review 2 days prior to the event date 06-may-2025 in the pump history file due to no data available. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.6 mv). The pump passed the functional testing. Unable to confirm alleged low bgs/high bgs. Delivery anomaly-possible over delivery not confirmed. Alarm-a317-pump error 3 not confirmed during testing. Alarm-a325-pump error 19 not confirmed during testing. Alarm-a353-pump error 53 not confirmed during testing. Damage-retainer ring damage confirmed (found during visual inspection). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported that the insulin pump was over-delivering the insulin. Blood glucose value at the time of event was 23 mg/dl. The customer experienced symptoms staggering or dizziness, during the event. The customer was treated with emergency medical services and was hospitalized for greater than 24 hours. The event involved product(s) mmt-1884l, mmt-332a, mmt-386a, mmt-7040a. Troubleshooting was performed for low blood glucose event, the customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. The customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-386a. No product return is required for mmt-7040a.